Event description:
Literature: sator-katzenschlager, s., fiala, k., kress, h. G., kofler, a., neuhold, j., kloimstein, h., ilias, w., mozes-balla, e.-m., pinter, m., loining, n., fuchs, w., heinze, g. And likar, r. (2010), subcutaneous target stimulation (sts) in chronic noncancer pain: a nationwide retrospective study. Pain practice, 10: 279-286. Doi: 10.1111/j.1533-2500.2009.00351.x summary: this article describes the results with a new neurostimulation technique, subcutaneous target stimulation (sts), which applies permanent electrical stimulation directly at the painful area via a percutaneous-placed subcutaneous lead. The clinical outcomes of 111 patients with focal chronic, noncancer pain who were treated with sts between (B)(6) 1999 and (B)(6) 2007 were reported. Pain intensity was measured before implantation and after implantation every week for at least 3 months. Systematic pain medication and the use of antidepressants and anticonvulsants also were documented. Results showed that the mean pain intensity improved by more than 50% in the entire patient group, accompanied by a sustained reduction in demand for analgesics. The authors concluded that sts proved to be a promising approach for the management of certain chronic noncancer pain syndromes. Reportable events: seven patients experienced infections of the implanted lead or neurostimulator within the first to second week after implantation. Fourteen patients experienced lead dislocation in one week up to 12 weeks after implantation. Six patients had a lead fracture between six weeks and 6 months after implantation. See attached literature article

Manufacturer narrative:
Implanted: unk, explanted: unk, ipg: model 7427, 37713, or 7427v, lead: model 3890 or 3892. This date is an estimate based on the date the article was submitted. Actual event date is unknown. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. It is also possible several events occurred in one patient. The patient information provided in section a is the average for all the patients. At this time no additional information was available, additional information regarding the patient, event, interventions and outcome has been requested.